Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head lens is cracked. Rf head failed electromagnetic field immunity amplitude functional test; rf head cable found out of electrical specification. Concomitant products: product ID 2090w programmer. (B)(4).